Manufacturer narrative:
The event investigation is in progress. A review of the provided image shows the blade of the instrument is broken.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the harmonic ace instrument broke while the surgeon was dissecting. A fragment fell inside the patient and was retrieved during the same procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The procedure was completed with a back-up harmonic ace instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade to be related to the customer reported complaint. The instrument was found to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.426" x 0.081" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Corrected/additional information can be found in section g2.

Event description:
Refer to h11 for follow-up information.